Manufacturer narrative:
The insulin pump was received with post-reset alarm due to unexpected power loss. Insulin power supply test failed during self-test confirmed after failing self test. Failures have been isolated to lithium ion back-up battery. The insulin pump passed the displacement test and failed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. The customer's blood glucose value was 212 mg/dl. Customer states insulin pump alarmed occurred during normal use. The insulin pump will be returned for analysis.